Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when the patient presented in the hospital with chest pain, perforation was noted. Open-heart surgery was performed. The lead tip was cut off and the proximal portion was extracted. During the extraction, a portion of the distal coil unraveled, and remained in the patient. The physician elected to leave the fragment in place. The patient was in normal condition following the procedure.